Manufacturer narrative:
This device is available for analysis but has not yet been received. A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 5f mynxgrip for vascular closure, the device "failed to (achieve) hemostasis." There was no patient injury and the device will be returned for analysis.

Manufacturer narrative:
Additional h6 device codes, 1546, 1490, 416. During use of a 5f mynxgrip for vascular closure, the device "failed to (achieve) hemostasis." There was no patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was disengaged from the black handle. The sealant and advancer tube remained in manufactured position. The procedural sheath was not returned. The condition of the returned device does not match the description of the reported complaint. The catheter was inspected for anomalies. Laser marking for the lot number was observed missing from the handle. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a micro tear in the balloon, approximately 1.5 mm from the balloon proximal neck. A product history record (phr) review could not be conducted as a lot number was not provided. The reported ¿sealant failure to achieve hemostasis¿ was not confirmed through analysis of the returned device due to the condition in which it was received with the advancer tube and sealant still in their manufactured positions. However, a tear was found on the balloon, which indicates that the balloon lost pressure during use; and it was noted that the laser marking of the lot number was missing from the handle of the device. The condition of the returned device does not match the description of the incident, and the root cause of the issue experienced by the customer and the tear could not be conclusively determined. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to the issue experienced by the customer since the device showed no sign of deployment as evidenced by the sealant and advancer tube still in their manufactured positions. However, procedural/handling factors are possible. Access site vessel characteristics (although not reported) or sheath tip condition factors (although not returned) may have contributed to the tear found since a calcified vessel and/or a frayed sheath tip may cause damage to the balloon. It is possible that this balloon tear led the customer to remove the device from the patient without deployment, and therefore reporting it as an imperfect hemostasis. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. The IFU also states, ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ neither the phr review nor the product analysis suggests that the reported failure and the balloon tear could be related to the manufacturing process of the unit. However, the exact cause of the missing laser marking of the lot number from the handle could not be determined but appears to be related to the manufacturing process of the product. A risk assessment to address this missing laser marking issue has been initiated. R: 213, 4210, 170. C: 67, 61, 23.

Manufacturer narrative:
During use of a 5f mynxgrip for vascular closure, the device "failed to (achieve) hemostasis." There was no patient injury. Multiple attempts to obtain additional information were made without success. The product was not returned for analysis. A product history record (phr) review could not be conducted as a lot number was not provided. The reported ¿sealant failure to achieve hemostasis¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process. Additionally, the information available for review does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.